Manufacturer narrative:
E1 address: (B)(6). E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rigid video scope had 4 light leakage points at the distal end, and meanwhile the image was slightly shifted. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5, d8, h2, h3, h4, h6, h11 the device was returned to olympus for inspection and the reported failure (4 light leakage points at the distal end) was confirmed. However, the event (image was slightly shifted) was not confirmed.in addition, the following reportable malfunction was identified during the device evaluation: component failure of the light guide. A root cause could not be identified. Based on the results of the investigation, it is likely the event (4 light leakage points at the distal end) occurred due to a component failure of the light guide. The cause of the light guide failure could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.